Event description:
It was reported that the patient experienced with the pump being too high or riding to high in the scrotum due to the tubing being too long with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Should additional relevant details become available, a supplemental report will be submitted.